Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Customer returned wrong product. Unable to test. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 110 to 170mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification of sometimes in the locker at work. The test strip lot manufacturer's expiration date is 05/27/2019 and open vial date is 4 days ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly). Review meters memory: (B)(6). Customer states he takes his insulin around 11pm every night and 289mg/dl and 241mg/dl should have been lower due to him taking his insulin. Customer states he ate a little extra that night as well.